Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation found that the connecting tube has coating peeling, (1mm2 or more). Based on historical data, it was most likely that the reported malfunction was probably due to some kind of stress such as damage or deterioration of parts. However, the root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the connecting tube has coating peeling, (1mm2 or more). There was no patient involvement.